Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient, (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, a3a, a4, a5a, a5b, b1, b2, b3, b5, h6 (health effect clinical code and health effect impact code). The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributted a faulty lithium-ion battery pack. The lithium-ion battery pack was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 68-year-old male patient, the device inappropriately shut down. Complainant indicated that the patient's oxygen dropped to 77% as a result of the malfunction. The customer did not provide additional information about subsequent treatment/intervention needed or patient outcome.